Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported intermittently that the customer experienced fluctuating bg levels over the past couple years with blood glucose (bg) levels raging from 39 mg/dl to 535 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low and high bg. Customer consumed "juice with alot of sugar," drank water and gave a manual injection to address bg levels. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.